Event description:
Boston scientific received information that this right atrial (ra) lead and associated pacemaker triggered a lead safety switch (lss). Historically, the impedance measurements were reported to be stable in the 300 ohm range. There was a small amount of noise noted with isometrics and on a few atrial tachy response (atr) events. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.